Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the she had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 40 mg/dl. The customer thinks she may overestimated on the carbs. The customer stated she forgot to hit the act button to bolus so she went high. The customer stated that she thinks she another low blood glucose another morning. The customer was offered to transfer to helpline and she declined stating she will be going to her health care provider on thursday.